Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated she was at a friend's house, ate some food and then after driving away from her friend's house, her memory was like a fog. Patient stated that due to a low and not hearing any audio alerts from the receiver, she was in a car accident. The ambulance came and treated her with glucose gels due to dizziness and her being incoherent. The patient did not recall who called the emt's or what readings she had at that time of the event. The patient was released the same day, at the scene with the ambulance, and did not go to the hospital. Additionally, patient tested the receiver's audio alerts and they did not work. At the time of contact, the patient was fine. No additional event or patient information was provided. The complaint device was returned for evaluation. The device was in good condition based on external visual inspection. A review of the receiver log did not contain any errors related to the customer complaint. Global receiver functional testing resulted in audio failures. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly.